Manufacturer narrative:
The insulin pump was received with a partially broken off reservoir tube lip noted however, a test reservoir locked properly in reservoir tube. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir tube lip is cracked. The customer stated half of the plastic is gone and worried that the reservoir will not stay in the pump. Customer stated the insulin pump had been bumped a few times. The customer's blood glucose was 11.1mmol/l. Advised the insulin pump will be replaced.